Event description:
On (B)(6) 2014, the reporter contacted animas alleging that there was a call service alarm issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/15/2014 with the following findings: there were several call service (cs 088) alarms observed in the black box and alarm histories. There were no call service alarms or other related errors, alarms or warnings during the investigation. The product performed within specification. The original complaint could not be duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked and the display was dim and pinkish upon start up. Also unrelated, there was moisture corrosion observed internally when the pump cover was removed.